Manufacturer narrative:
Device evaluation: the manufacturer¿s international service technician confirmed the reported battery issue. Additionally, it was identified that the touchscreen did not operate properly during operational check. Resolution and disposition: the international service technician replaced the power management board to address the problem of unit not operating with internal battery, and touch screen not operating properly. Service technician identified also that the manufacture date information of internal battery was not normal due to the reported issue, so the internal battery was also replaced. The root cause for reported battery issue was determined to be a cable which connects the internal battery and power management pcba.

Event description:
The international customer reported that the v60 unit did not operate with the internal battery. There was no patient involvement.

Manufacturer narrative:
The power management (pm) board was received at the v60 vent manufacturing facility for evaluation. Visual inspection revealed no evidence of damage or contamination. Pm board was installed in the lab test ventilator in an attempt to duplicate the reported problem. The ac led indicator turned on. The test ventilator powered up from ac and delivered breaths. The touch screen responded to touch commands and passed calibration. The power management (pm) pcba was tested and no failures were identified. The root cause for customer's report of v60 vent did not operate with internal battery, and touchscreen did not operate properly during operational check could not be identified.